Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had not power. The patient replaced the battery multiple times to no avail. There was no damage or corrosion seen on the battery compartment. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the black box indicated unexplained power on resets had occurred. During investigation, the pump powered on normally to the verify screen. A rewind, load, and prime sequence was performed successfully with no power issues. The battery cap tightens appropriately to the pump with no yellow o-ring visible. The pump was exercised for 24 hours with no power loss. There was no damage found to the battery compartment and no corrosion observed. There was no defect found on investigation. The complaint could not be duplicated.

Manufacturer narrative:
(B)(4).